Event description:
It was reported that multiple undefined alarms occurred. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support, however, customer reported that following these alarms, a cartridge change error occurred. The customer loaded a new cartridge to resolve this issue. Customer¿s blood glucose level was 386 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.